Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The investigation determined the cause to be the leaking detection unit which was discovered by the field service representative. He found liquid had leaked on a pcb board and changed the board. The issue was solved by the replacement of the whole detection unit. No patients were affected in any way.

Event description:
The user received questionable hcg results for an unknown number of patient samples from the cobas e601 analyzer serial number (B)(4). Of the provided data, the results for two samples from one patient were discrepant and reported outside the laboratory. The first sample had an initial result of 225.2 miu/ml. The patient was "obviously pregnant" and had been confirmed pregnant by a previous sonogram. Therefore, the doctor questioned the result and ordered a new sonogram and second sample be drawn for hcg testing. The sonogram confirmed the pregnancy, determined the fetus was alive and set gestational age at (B)(6). The second sample had an initial result of 48.82 miu/ml. On (B)(6) 2011, the repeat result for the first sample on another cobas e601 was 39608 miu/ml and the repeat result for the second sample on another cobas e601 was 39487 miu/ml. No adverse events were alleged regarding the issue. Upon evaluation of the analyzer, the field service representative determined the detection unit was damaged due to fluid. He replaced the detection unit and verified the analyzer operation by running performance testing with results within specifications.